Manufacturer narrative:
Doelare, s. A. N., jean pierre, d. M., nederhoed, j. H., smorenburg, s. P. M., lely, r. J., jongkind, v., hoksbergen, a. W. J., ebben, h. P., yeung, k. K., wisselink, w., van der meijs, b. B., meijerink, m. R., wiersema, a. M., kievit, j., musters, r. J. P., blankensteijn, j. D., kamp, o., <(>&<)>amp; slikkerveer, j. (2021). Microbubbles and ultrasound accelerated thrombolysis for peripheral arterial occlusions: the outcomes of a single arm phase ii trial. European journal of vascular and endovascular surgery, 62(3), 463¿468. Https://doi.org/10.1016/j.ejvs.2021.05.030 a.2. This value is the average age of the patients reported in the article as specific patients could not be identified. A.3. This value reflects the gender of the majority of the patients reported in the article as specific patients could not be identified. B.3. Please note that this date is based off of the date of publication of the article as the event dates were not provided in the published literature. B.5. It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. . If information is provided in the future, a supplemental report will be issued.

Event description:
Doelare, s. A. N., jean pierre, d. M., nederhoed, j. H., smorenburg, s. P. M., lely, r. J., jongkind, v., hoksbergen, a. W. J., ebben, h. P., yeung, k. K., wisselink, w., van der meijs, b. B., meijerink, m. R., wiersema, a. M., kievit, j., musters, r. J. P., blankensteijn, j. D., kamp, o., <(>&<)>amp; slikkerveer, j. (2021). Microbubbles and ultrasound accelerated thrombolysis for peripheral arterial occlusions: the outcomes of a single arm phase ii trial. European journal of vascular and endovascular surgery, 62(3), 463¿468. Https://doi.org/10.1016/j.ejvs.2021.05.030 summary: : acute peripheral arterial occlusions can be treated by catheter directed thrombolysis (cdt). However, cdt is time consuming and accompanied by the risk of bleeding complications. The addition of contrast enhanced ultrasound and microbubbles could improve thrombus susceptibility to thrombolytic agents and potentially shorten treatment time with a lowered risk of bleeding complications. This article reports the outcomes of the safety and feasibility of this novel technique. Identified events: 1. Angiographic patency was reached in 85% cases, with 3 cases of no angiographic patency. In 82% (14) additional percutaneous interventions were required to treat underlying stenotic lesions (e.g., percutaneous transluminal angioplasty [pta] with or without stent placement). In the remaining 15% (3) additional surgical interventions were performed, in one case a femoropopliteal bypass and in two cases thrombo-embolectomy. 2. After thrombolysis, clinical improvement was observed in 80% (16) of cases. 4 cases did not have clinical improvement. One case had a mildly worsened clinical status due to a poor distal runoff, which resulted in an early re-occlusion of the target artery. 3. During the 12 month follow up, there were 11 re-occlusions and two symptomatic stenoses. Among the patients suffering from re-occlusions, nine patients underwent thrombolysis with additional percutaneous interventions in three. The remaining two patients were treated by surgical interventions (1, bypass surgery; 1, thrombo-embolectomy). Two patients received at least two re-interventions during the follow up period, of which one needed a transtibial leg amputation.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that there were noted that there were no medtronic products involved with the event.